Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a cytology procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during preparation and testing of the device outside the patient, resistance was encountered when extending and retracting the brush. The resistance was noted to be stronger while retracting than while extending the brush. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a cytology procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during preparation and testing of the device outside the patient, resistance was encountered when extending and retracting the brush. The resistance was noted to be stronger while retracting than while extending the brush. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device did not identify any issues with the device. Functional evaluation found that when the handle was actuated, the brush would extend and retract without issue. The brush retracted fully, amd was not bent. After the device was inserted through a fully deflected duodenoscope with a 2.8 mm working channel, the brush once again extended and retracted without issue. No device issues were identified; the brush extended and retracted without issue both inside and outside a duodenoscope. The investigation was unable to confirm the reported complaint.